Event description:
It was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter cracked and leaked following placement into the subclavian vein of an (B)(6) female patient. Upon completion of the cvc insertion, the nurse flushed the line with sterile distilled water. Leakage was then observed from the hub of the blue lumen. As the patient's condition was unstable, re-insertion of a new cvc was not possible. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter e1 - phone: (B)(6). H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 30dec2025, it was confirmed that the leaking line was clamped and discontinued from use.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter cracked and leaked following placement into the subclavian vein of (B)(6) female patient. Upon completion of the cvc insertion, the nurse flushed the line with sterile distilled water. Leakage was then observed from the hub of the blue lumen. As the patient's condition was unstable, re-insertion of a new cvc was not possible. In additional information received on 30dec2025, it was confirmed that the leaking line was clamped and discontinued from use. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record and quality control procedures and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify the failure mode prior to distribution. A review of the device history record (DHR) found no relevant quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the safe and effective use or central venous catheters with power injector pressures (safety but-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions: ¿catheter should not be used for long-term indwelling applications.¿ evidence provided upon review of dmr, product labeling, and DHR, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure without a design or manufacturing deficiency contributed to the reported event. The investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d4 - model # and catalog #. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.